Event description:
It was reported that this pacemaker system exhibited minor fluctations in impedance and threshold measurements over the last three months. Right atrial (ra) pace impedances varied from 364-448 ohms and right ventricular (rv) pace impedance varied from 369-523 ohms. Ra threshold measurements varied from 0.6-1.1v, and rv threshold measurements varied from 0.6 to 1.2v. Additionally, farfield ventricular pacing was visible on the ra channel, but was not sensed and appropriately fell into blanking. This pacemaker also stored a pacemaker mediated tachycardia (pmt) episode, however this was false pmt due to sinus tachycardia at the maximum tracking rate of 130 beats per minute (bpm), and the rhythm persisted after teh pmt algorithm was delivered. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.